Manufacturer narrative:
(B)(4). The testing performed during the course of this investigation confirmed the customer's complaint of leaking. Root cause was found to be an inverted piston on the smartsite valve. The lot number was identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.

Event description:
The user reported that during a gtn infusion, a large wet area was noticed and on closer inspection a leak was found at the connection of the extension set and another manufacturers' device. From the reported info, ther are no indications of serious injury to the pt or user as a result of this incident.